Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found a bending section cover or distal sheath (black covering of the bending section) had a leak and was detached, plastic distal end cover/probe cover failed insulation threshold and was cracked, charged coupled device lens was chipped, the insertion tube had a scratch on the pocket-pouch, the grip unit was discolored, the air/water nut and suction cylinder nut paint was peeling off, connecting tube buckle was damaged, lightguide cover glass was scratched, control unit angulation system function test was at less or specific value, charged coupled device cover lens glue was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope insertion tube appeared to be damaged, the light guide (lg) fiber was broken and did not display light, the bending section cover or distal sheath (black covering of the bending section) was detached and the adhesive was missing. The issue was found during reprocessing of a device that has not been used for about one year. The device was returned for evaluation. During the device evaluation, the following reportable malfunction were found: biopsy channel was clogged with a foreign material of an unknown origin, and the light guide cover lens contained foreign material that was attached to the scope. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.